Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the therapy worked for a while and it stopped working. The patient's symptoms were not under control. She did not feel stim longer than 10 minutes. The patient said if she held the programmer over the implantable neurostimulator (ins) and reset it and turned stim up or down; she felt stim but it only lasted for 15-20 minutes. The patient said she would be ok if she could strap the programmer onto her butt and carry it around so that she could restart it every 10 minutes. The programmer showed that stim was on but the stim went away. She saw her health care professional (hcp) and a manufacturers' representative (rep) a few times about it. They did some adjustment but that did not resolve it. The patient tried increasing stim and tried other programs. The hcp prescribed some pills to take along with the ins and said it would work 100%. The patient would rather stand next to the bathroom. She did not understand the idea of taking pills if the ins did not work to begin with. There was no fall or trauma related to this issue. She did not remember when the device stopped working; there was stim issue and symptom return. Additional information from the consumer reported that the loss of therapy and loss of stim was observed during normal use. It worked for a while. She did not know exactly when she started experiencing it but it had been more than a year. The patient did not change anything; it just seemed to stop working. The step taken to resolve the issue was that the patient had help from the rep at the doctor's office. The patient's issue had not resolved at all. The doctor prescribed a new medication. She kept the program device handy and reset it a few times a day but it did not help because the stimulation stopped within minutes. The patient had been told that it was probably working and she just was not feeling it. She thought that her success with being able to hold her urine should be the judge and it was not working and she could not afford the medication. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Additional information from follow up was already reported. If any further information is received, a follow up report will be sent.